Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000125, serial/lot #: unk. A medtronic representative went to the site to test the equipment. The motion batteries were replaced. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system batteries depleted while transporting the imaging system. There was no patient present when this issue was identified.